Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) removed and replaced due to unspecified reasons. Further information was requested and not yet received.

Manufacturer narrative:
Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) removed and replaced due to unspecified reasons. Further information was requested and not yet received.